Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Unique identifier is unknown. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seals were in tact. Cracked on right plunger case otherwise no appearance of any physical damaged. Left plunger case inside screw insert were broken off. Force sensor bridge test was observed in the event history log. The technician performed power up process, checked and test force sensor. Force sensor bridge test error was found at power up and failed force sensor reading, at 0.00 pound (lbs). The force reading was 2.96 lbs., the count was 163 and both reading were fluctuating. The root cause of the reported issue was found to be combination of force sensor and plunger cable not operating as intended as a result of normal wear. Pump is over 14 years old. The technician replaced force sensor and plunger cable. Performed power up process and all functional testing which passed.

Event description:
It was reported that the sensor bridge pump failure occurred. No patient injury was reported.